Event description:
The suspect device was used to check the customer's blood glucose. A result of 118 mg/dl was obtained. They were disoriented and family member called the paramedics. The emts checked their glucose and the result was 30 mg/dl. Cusomer was treated with a glucose IV. Controls were not used on the system. The device was replaced and authorized for return to the manufacturer for evaluation.